Manufacturer narrative:
The customer reported that the power cord had more resistance than allowed in electrical tests and needed to be replaced. The device was sent to bench repair, where the authorized service provider (asp) replaced the power cord to resolve the reported issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord had more resistance than allowed in electrical tests and needed to be replaced. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The investigation is ongoing.